Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys tsh assay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tsh result from sample a was 0.018 uiu/ml. On (B)(6) 2018 a new sample, sample b, was collected and tested and a tsh result of 76.020 miu/l was obtained. Sample a was retested in the customer's hospital and a tsh result of 0.014 uiu/ml with a data flag was obtained. Sample a was tested on another cobas e411 analyzer in another laboratory and a tsh result of 0.04 uiu/ml was obtained. The customer deemed the tsh results from sample b to be correct. There was no allegation of an adverse event. The tsh reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
A general reagent issue can most likely be excluded. The investigation determined that based on the reproducibility of tsh values of sample 1, the low tsh result that was questioned by the customer is most likely correct. As only one tsh measurement was performed on sample 2, the reproducibility of this result was not confirmed. The small observed difference between the repeat tsh measurements of sample 1 is most likely due to the overall variation that is larger in the low concentration range. Please note that the results do not change in relation to the normal reference range of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.